Event description:
Report received of an underdelivery of chemotherapy. The pump was programmed in the non-concurrent mode to deliver normal saline on the primary line at a rate of 100ml/hr with a dose limit of 150ml/hr. The secondary line was programmed to deliver an unspecified chemotherapy solution, at a rate of 500ml/hr with a dose limit of 250ml. At the expected completion time, 30 minutes after the secondary line was started, the chemotherapy solution was found to be approximately half full. The pump remained in use for an additional 20 minutes until the secondary solution was completed. There was no adverse patient effect. The pump was removed from clinical use.